Event description:
It was reported that the pump displayed alert 38 for consecutive stalled motor after prior occlusion alerts while the user was wearing a contact detach infusion set (23 inch, 6 mm) and the user deferred troubleshooting. Symptoms included no insulin delivery due to the pump¿s safety interlock during the alert condition. Outcomes included interruption of therapy that required user awareness and planned follow-up. Investigation included customer counseling on dry-run troubleshooting steps and a plan to follow up if the user did not reconnect for evaluation. Investigation of this case revealed a suspected infusion occlusion followed by a motor stall condition, consistent with a delivery system obstruction and subsequent pump motor protection behavior. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending user-provided information and device assessment. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.